Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was an attempted implant but had to be replaced with a cardiac resynchronization therapy defibrillator (crt-d) due to a failure of the s-ICD to successfully defibrillate the patient during defibrillation threshold (dft) testing. The s-ICD and electrode exhibited high defibrillation thresholds and impedance issues. The crt-d system was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was an attempted implant but had to be replaced with a cardiac resynchronization therapy defibrillator (crt-d) due to a failure of the s-ICD to successfully defibrillate the patient during defibrillation threshold (dft) testing. The s-ICD and electrode exhibited high defibrillation thresholds and impedance issues. The crt-d system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.